Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic procedure, when the device¿s package was opened, the device did not activate and did not deploy the first clip. Another package was opened in order to complete the case. There was no patient injury.